Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. The customer's blood glucose (bg) was displayed as "high"; although specific value was not provided. Customer administered a correction bolus via the pump to address the bg. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.